Event description:
It was reported that on (B)(6) 2022, the patient underwent the surgery via tka for oa. In the surgery, the cement in question was used for fixing patella implant as follows. 1. Poured the liquid material and applied negative pressure for about 2 minutes. 2. Cement was applied to the implant after 3.5 minutes from mixing. 3. About 6 minutes after mixing, the cement took on heat and hardened faster than usual. 4. Therefore, the patella implant was fixed while floating from the bone. The surgery was completed as is. There was 40 minutes surgical delay. The surgeon commented as follows. Since the patella implant has been fixed in a floating state, there is a risk that the pressure in the pf joint will increase in the future, which may lead to pain when the patient flexes the knee. A possible cause of this malfunction other than the product itself is that the room temperature in the operating room was higher than usual. No further information is available.

Manufacturer narrative:
Product complaint#: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary, no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.